Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the infusion cannula popped out of the trocar during a vitrectomy procedure. The doctor was ready to start the vitrectomy procedure using the system, everything was set up and the cassette had been primed. The surgeon started the procedure by placing the trocar into the patient's eye and then placed the infusion cannula into the trocar. As soon as the infusion pressure was turned on, the infusion cannula popped out of the trocar. A new pak was open to exchanged the infusion cannula. The new cannula locked with the trocar and did not pop out when the pressure was turned on. The surgery was completed with no patient harm. This is the 7th time that the doctor reports the same issue for the same product.

Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The returned sample was visually inspected and no deformity was observed. It was noted the trocar cannulas were not returned for evaluation. Additionally, a competitor's blue three way stopcock was connected to the infusion manifold. It is important to remind the customer to use only manufacturer's products, improper mismatch of consumable components and use of settings not specifically adjusted for a particular combination could affect the functionality and performance of the device. Trocars from labstock were used to continue functional testing. It is important to remind the customer to return all products associated with the event for a full evaluation. The fitting between the trocars and infusion cannula was investigated by dropping the returned infusion cannula into the returned trocars at different orientations. The infusion cannula had a tight secure fit inside the trocars at all orientations, and required force to remove. A liquid pressure fit test was performed to verify the integrity of the fit between the trocar cannula and infusion cannula. A test chamber with fluid was pressurized and incrementally increased to a prescribed setpoint; the infusion cannula remained seated to the trocar with no leakage or detachment observed. The returned cassette was tested on a system console and passed all functional and performance requirements. No anomalies were observed. While the customer's report was not confirmed, a possible root cause may be related to the observed competitor's product that was initially attached to the device. The competitor's product likely influenced fluid flow through the infusion line and likely caused or contributed to the customer's experience. The root cause of the customer's complaint could not be established as the returned sample met specifications.